Event description:
Event verbatim [preferred term] burn blisters [burns second degree]; heat was unusually strong [device issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: r08719, expiration date: jun2019) from (B)(6) 2017 for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2017, the patient reported she used the heatwraps for big pain areas at the left shoulder and had to remove the heatwrap after two hours since the heat was unusually strong. She stated she experienced burn blisters as a result. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burn blisters from heatwrap described as 'the heat was unusually strong' are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burn blisters from heatwrap described as 'the heat was unusually strong' are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term]. Burns second/third degree [burns third degree], burn blisters [burns second degree], heat was unusually strong [device issue], burn scar [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: r08719, expiration date: jun2019) from (B)(6) 2017 for larger areas of pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2017, the patient reported she used the heatwraps for big pain areas at the left shoulder and had to remove the heatwrap after two hours since the heat was unusually strong. She stated she experienced burn blisters as a result. The burn blisters were located in the shoulder. The event consisted of a large burn blister which was filled with copious amounts of liquid and 2/3rd degree burns in the left shoulder. The event did not require surgical treatment; the event was treated with topical administration of gel for wounds/burns several times a day, wound dressing. Furthermore, the blister had to be cut open. The patient did not have any underlying diseases of diabetes, ra, cardiac disease, circulatory/perfusion problems, neuropathy or hypesthesia, pregnancy, allergies, cognitive problems or other relevant conditions. The patient had a large scar from the event in 2017 and another scar which will most likely not disappear. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable pharmacist includes: suspect product indication, events details, new events 3rd degree burns and scar added, events treatment information. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events burns second degree, burns third degree from heatwrap described as 'the heat was unusually strong'; and 'scar which will most likely not disappear' are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree, burns third degree from heatwrap described as 'the heat was unusually strong'; and 'scar which will most likely not disappear' are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burns second/third degree [burns third degree] , burn blisters [burns second degree] , heat was unusually strong [device issue] , burn scar [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: r08719, expiration date: jun2019) from (B)(6) 2017 for larger areas of pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2017, the patient reported she used the heatwraps for big pain areas at the left shoulder and had to remove the heatwrap after two hours since the heat was unusually strong. She stated she experienced burn blisters as a result. The burn blisters were located in the shoulder. The event consisted of a large burn blister which was filled with copious amounts of liquid and 2/3rd degree burns in the left shoulder. The event did not require surgical treatment; the event was treated with topical administration of gel for wounds/burns several times a day, wound dressing. Furthermore, the blister had to be cut open. The patient did not have any underlying diseases of diabetes, ra, cardiac disease, circulatory/perfusion problems, neuropathy or hypesthesia, pregnancy, allergies, cognitive problems or other relevant conditions. The patient had a large scar from the event and another scar which will most likely not disappear. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (19apr2017): new information received from a contactable pharmacist includes: suspect product indication, events details, new events 3rd degree burns and scar added, events treatment information. Company clinical evaluation comment: based on the information provided, the events burns second degree, burns third degree from heatwrap described as 'the heat was unusually strong'; and 'scar which will most likely not disappear' are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree, burns third degree from heatwrap described as 'the heat was unusually strong'; and 'scar which will most likely not disappear' are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.